Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and found no process errors had occurred during the sampling of this patient. Ccc also stated that precision and quality controls (qc) were within range at the time the event occurred. The cause of the discordant, falsely low glu is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting higher. The first replicate result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.